Event description:
Customer reported that the t: slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps without success, leading technical support to arrange for a replacement pump with updated software. Customer agreed to use a backup insulin therapy.